Manufacturer narrative:
Medtronic received the following information from a journal article entitled; de novo acute type b aortic dissection in two patients with previous infrarenal endovascular aortic aneurysm repair with endoanchors koudounas g., giannopoulos s., volteas p., karkos c., virvilis d., tassiopoulos a.k. Journal of vascular surgery cases, innovations and techniques (2023) 9:2 article number: 101120. Https://doi.org/10.1016/j.jvscit.2023.101120 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient in the endovascular treatment of a 5.7cm infra renal aortic aneurysm on an unknown date. The preoperative proximal seal zone diameter measured 31 mm, the length measured 29 mm, and the neck angulation was 50 . The seal was free of any calcifications or thrombus. The graft was oversized by 15%. It was reported that during the index procedure, on completion angiogram, contrast was noted as escaping from the greater curvature of the proximal seal zone, compatible with a type ia endoleak. As a result, 8 endoanchors were deployed circumferentially to enhance the proximal seal zone. The completion arteriogram showed resolution of the type 1a endoleak, and computed tomography angiography (cta) at 1 month confirmed a competent proximal seal zone. The patient had presented 7 months later with a sudden onset of severe back pain, associated with paresthesia of the lower extremities. Cta revealed spontaneous tbad, with 4.9-cm maximum sac diameter of the descending thoracic aorta, vs a diameter of 3.8 cm at evar. The patient was hospitalized for impulse control and frequent neurovascular examinations. The dissection flap appeared to stop abruptly at the site of fixation with the endoanchors. The patient was managed medically, and, when deemed safe, was discharged home with regular outpatient follow-up. The patient remained asymptomatic during 2 years of follow-up. The false lumen at the level just distal to the left subclavian artery had persistent flow through a fenestration but otherwise was stable. The more distal false lumen down to the level of the evar had thrombosed without any further aneurysmal dilatation. It was said that in this case, the occurrence of the tbad appeared to be spontaneous with the entry tear located above the endografts and close to the origin of the left subclavian artery. As the patient was asymptomatic post operatively and had presented months post the procedure, led the physician to believe that the dissection was de novo rather than iatrogenic. It was also noted that post-operative imaging before the development of the dissection was negative for any aortic pathology. The evar repair remained intact. Follow-up was performed with the physician which confirmed neither the endurant graft, nor the endoanchors contributed to the type b aortic dissection , it was believed that the endoanchors protected from extension of the dissection to the abdominal aorta. The dissection entry point was identified in the proximal descending thoracic aorta.